Manufacturer narrative:
The site representative continued troubleshooting after removing the imaging system from the operating room. Later the same day, a medtronic representative received a call from the site representative confirming that they were able to recalibrate home. A medtronic representative went to the site to test the equipment. While performing an imaging system check-out, a medtronic representative, checked x-stage cover which confirming it was not damaged and invalidated home. It validated without error. The medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. The medtronic representative suspects that the site representative did not press down the "m" button firmly and down long enough for the system to go through validation. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that while in a spine procedure, the site's image acquisition system presented a home invalidate issue. The imaging system had been placed around the patient and was getting ready to take a spin when they received a message informing them they needed to "calibrate motion" and to hold the "m" button. In trouble-shooting, with assistance from a technical service representative, the site representative removed the imaging system from the surgical field and the ¿m¿ button held down. The site representative reported the system would continuously move up and down but never move beyond that motion sequence. The technical service representative provided remote access to the console and had him click invalidate home to try again. This did not provide resolution. The surgeon discontinued use of the navigation and imaging systems and chose to complete the procedure with a c-arm, an alternate system. The surgery was successfully, completed. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.